Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited noise and oversensing on the right ventricular (rv) and right atrial (ra) lead channels. Technical services (ts) recommended further evaluation of this system. This rv lead remains in service and no adverse patient effects were reported.